Event description:
Same case as MDR ID 2134265-2014-05669: (B)(4) trial. It was reported that a death occurred. In (B)(6) 2011, the patient presented with symptoms of unstable angina and was referred for cardiac catheterization. The patient had a 90% stenosed in-stent restenotic lesion (of unknown drug eluting stent (des)) with a length of 16 mm and a reference vessel diameter of 3.0 mm located in the proximal left circumflex artery (lcx) that was treated with pre-dilatation and placement of a 3.00 x 16 mm taxus¿ element¿ stent with 0% residual stenosis. The patient also had a 80% stenosed in-stent restenotic lesion (of unknown des) with a length of 16 mm and a reference vessel diameter of 2.75 mm located in the 1st left posterolateral branch(lpl) that was treated with direct stent placement using a 2.75 mm x 16 mm taxus¿ element¿ stent with 0% residual stenosis. Additionally a non-target lesion located in the distal right coronary artery (rca) was treated with placement of an unknown des, with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2014, the patient died and the cause of death is unknown.

Manufacturer narrative:
Date of birth: 1949. (B)(6). Device is combination product. Device evaluated by MFR: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).